Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the triclip delivery system (tcds). Based on the information reviewed, the cause of the reported tissue injury and poor imaging cannot be determined. Additionally, the reported patient effect of tissue injury is listed in the triclip g5 system instructions for use and is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, 2 triclips were implanted. During deployment of third triclip, a chordal rupture was observed. The clip was removed from the anatomy and the procedure was terminated. The tr remained unchanged post procedure. There was no clinically significant delay reported.